Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® edta 2k underfilled before use. This occurred on 109 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "tubes didn't draw sufficient volume of blood."

Manufacturer narrative:
H.6. Investigation summary : bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. Testing of the customer samples was performed and underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 260774 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text : see h.10.

Event description:
It was reported that the bd vacutainer® edta 2k underfilled before use. This occurred on 109 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from japanese to english: "tubes didn't draw sufficient volume of blood."